Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation found a blockage in the air and water channel which occurred during reprocessing. A foreign material was found during evaluation which was suggested to be user handling. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera colonovideoscope had an image issue. Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the air and water nozzle. There was no patient involvement since the event was found during maintenance. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that silicone rubber product such as silicone tubing or packaging was damaged and debris entered the air/water channel, clogging the nozzle. The black rubber like material did not originate from the olympus device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water channel: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.